Event description:
The customer reported that she got up with 145mg/dl and her doctor wants to be higher. The blood glucose reading at time of call was 257mg/dl and has treated with a bolus. The customer stated that she experienced low blood glucose of 62mg/dl a year ago and was hospitalized. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as showing on the status screen. Attempted to run a displacement test, but the customer declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.